Event description:
No oos, clinical or documentation of any kind was provided with the returned device. Device will not interrogate. An interrogation error message appears indicating that the ICD battery is depleted and that vt/vf detection and therapy are disable.